Manufacturer narrative:
See MFR: 3012307300-2017-02289. (B)(4).

Event description:
It was reported that a portex® bivona® uncuffed pediatric tracheostomy tube had a split. The fault was noticed when the patient experienced respiratory distress. An emergency tracheostomy tube change was performed and the patient's symptoms were relieved. No permanent injury was reported.

Manufacturer narrative:
One used tracheostomy tube was returned for device evaluation. Because no lot number was provided, and only one device was received corresponding to two related complaints (reference 3012307300-2017-02289), device evaluation was carried out on this device for both complaints. Visual inspection found the shaft of the tracheostomy tube to be distorted / damaged. Upon manipulating the shaft, a cut was revealed in the reinforcing wire on the outer diameter. The shaft was then sectioned to expose the inner diameter, and the wall thickness appeared visibly uniform in the sectioned area. The outer diameter of the shaft may have been inadvertently crushed or pinched, causing the damage observed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.